Manufacturer narrative:
Device evaluated by MFR: synergy ous mr 3.00 x 16mm stent delivery system was returned for analysis. An examination of the crimped stent revealed proximal stent damage. Proximal strut segment 1 was lifted and bent back in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Coronary angiography was performed which revealed an 80% stenosed target lesion located in the mildly tortuous and severely calcified mid left anterior descending artery. After a non-bsc guide wire crossed the lesion and pre-dilatation was performed with a 2.5 x 15 non-bsc balloon catheter, a 3.00 x 16 synergy drug-eluting stent was advanced but failed to cross the lesion due to the calcification and it was noted that the distal stent strut was damaged. The device was removed and the procedure was completed with another 3.00 x 16 synergy drug-eluting stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Coronary angiography was performed which revealed an 80% stenosed target lesion located in the mildly tortuous and severely calcified mid left anterior descending artery. After a non-bsc guide wire crossed the lesion and pre-dilatation was performed with a 2.5 x 15 non-bsc balloon catheter, a 3.00 x 16 synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to the calcification and it was noted that the distal stent strut was damaged. The device was removed and the procedure was completed with another 3.00 x 16 synergy¿ drug-eluting stent. No patient complications were reported and the patient's status was stable.